Manufacturer narrative:
The srt replaced the molded tongue and installed new drag insert bunas. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the roller pump molded tongue was damaged. There was no patient involvement.